Event description:
It was reported that prior to the start, post-anesthesia, of a da vinci-assisted nephrectomy surgical procedure, the erbe generator faulted. The intuitive technical support engineer (tse) found error u-02 in the system logs. The tse walked the customer through removing all of the cables from the back of the erbe and waiting two minutes before reconnecting only the erbe power cord. The error persisted, with the energy activation cables still disconnected from the back of the erbe. The tse advised swapping out the vision side cart (vsc), which was not an option per the customer. The tse advised using a valleylab force triad generator. The customer initially stated that they would abort the procedure, but later confirmed that the procedure was completed using a force triad generator with no report of injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the reported issue. System tested and verified as ready for use. Isi received the erbe generator to perform failure analysis. The erbe was placed on an in-house system and displayed a u-02 error upon startup. The complaint was confirmed by failure analysis.